Event description:
The facility representative reported a pump that when turned on reads, "system" and cuts off. This event occurred at an unknown time. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
During product evaluation, the customer's reported condition of a pump that when turned on reads, "system" and cuts off was confirmed. The root cause was due to a faulty on/off switch. The problem was resolved by replacing the on/off switch. The device was retested and returned to the customer with specification on march 30, 2009.